Event description:
It was observed that during the device evaluation, the subject device exhibited chip on probe, peeling glue. Additionally, peeling on cement and tiny chip on edge. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.